Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis.

Event description:
It was reported that during sterilization of the device on (B)(6) 2020, two (2) 6 mm curved blade periosteal elevator was observed broken. There were no patient and surgical involvement. This complaint involves two (2) devices. This report is for (1) periosteal elevator 6 mm curved blade-round edge this is report 2 of 2 for (B)(4).